Event description:
Getinge became aware of an issue with one of surgical lights - powerled ii. It was stated and confirmed by photographic evidence the paint and label were chipping from the suspension arm. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Event site name: (B)(6). Event site telephone: (B)(6). Additional information will be provided following the conclusion of the investigation.

Manufacturer narrative:
The initial reporter was getinge employee. It was confirmed that the issue reported under manufacturer¿s reference number: (B)(4) (report number: 9710055-2024-0000581) is a duplicate of the issue reported under manufacturer¿s reference number: (B)(4) (report number: 9710055-2024-00206). Therefore, the issue is evaluated under manufacturer¿s reference number: (B)(4); (report number: 9710055-2024-00206).

Event description:
Manufacturer's reference number (B)(4).